Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery during a 14-unit bolus for her high blood glucose. The patient's blood glucose at the time of incident was 404 mg/dl. No symptoms or treatments of the high blood glucose was mentioned. The customer rewound the insulin pump but the no delivery alarm recurred during priming. The customer changed the infusion set and the no delivery alarm recurred during the fill tubing process. Troubleshooting was initiated for the no delivery alarm and the customer was able to successfully prime with the current set after disconnecting and reconnecting it. The customer was advised that the insulin pump was working as designed. No products were returned or replaced.